Manufacturer narrative:
H.6. Investigation: customer returned an image of an 8mm, 31 gauge pen needle at the tip of an insulin pen. The pen needle¿s shield is in place, but the cannula has pierced it and it is bent downward. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the image received, bd was able to confirm the customer¿s indicated failure of a needle stick based on the cannula¿s presence outside of the shield. CAPA#290556 was initiated. H3 other text : see h.10.

Event description:
It was reported pen ndl 31ga 8mm 100bx 1200 ca had cap over the needle that would not detach. The following information was provided by the initial reporter: "that evening, when I tried to pull the cap often needle, it wouldn't budge... So I handed it to my wife who has better fingers, and she got stuck with the needle sticking out the side.".

Manufacturer narrative:
Initial reporter zip: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported pen ndl 31ga 8mm 100bx 1200 ca had cap over the needle that would not detach. The following information was provided by the initial reporter: "that evening, when I tried to pull the cap often needle, it wouldn't budge... So I handed it to my wife who has better fingers, and she got stuck with the needle sticking out the side."